Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not working. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not seal. The instrument did not work at all with the e-100 generator. There were no errors reported. There were three fast audible tones heard signaling the sealing was complete. It was stated that the instrument worked once but slowly when it was moved to the erbe generator. There was no tissue cut that was not fully sealed. There was no bleeding observed.

Manufacturer narrative:
The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. No product issue was identified.

Event description:
Refer to h11 for follow-up information.